Event description:
It was reported that the user experienced a low blood glucose event to 70 mg/dl, treated with oral carbohydrates including watermelon and iced tea, after which glucose returned to range; the user then consumed their usual breakfast and announced it accordingly. Symptoms included hypoglycemia. Outcomes included resolution of the hypoglycemia without hospitalization or long-term impact. Investigation included complaint intake review and troubleshooting with user education regarding treatment of lows and meal announcements. Investigation of this case revealed no device malfunction or component failure and no identifiable device-related cause for the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.